Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance after receiving reset instructions, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.